Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. Battery site was bothersome and feels like it was pinching the nerves. The patient was administered with injections.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.